Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2019) is considered to be a best estimate. This MDR represents the ventralight st mesh (device 2). An additional emdr was submitted to represent the ventralight st mesh using echo ps (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2018 - patient was diagnosed with symptomatic incarcerated ventral incisional hernia thereby underwent open repair with the implant of ventralight st mesh using echo ps (device 1). Per op notes, "a ventralight st mesh using echo ps (device 1) was placed in the abdomen through the midline defect using sutures." On (B)(6) 2019 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh (device 1) and implant of ventralight st mesh (device 2). Per op notes, "the previous mesh was noted folding into the inferior aspect of the hernia defect. The omental adhesions to the anterior abdominal wall including the previous mesh were then taken. The recurrent hernia was identified. A small midline incision was then made, ventralight st mesh (device 2) was then placed using tacks." On (B)(6) 2019 - patient was diagnosed with infected hematoma abdominal wall thereby underwent incision and drainage. Per op notes, "the patient had hematoma to the left of midline. The fascia appeared intact and there was no evidence of mesh involvement."